Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while suturing, the suture pulled off the needle and embedded into the tissue. The suture was retrieved with graspers but the needle was not found.